Event description:
A facility crew arrived on scene of a person with an unk downtime, but was said to have been down 'a while'. Reportedly, the device either failed to charge or failed to deliver defibrillator therapy to the pt through a fast-patch adapter and fast-patch disposable defibrillation/ECG electrodes. This observation or observations upon which this allegation was based was not reported. The pt was not resuscitated; however, the reporter stated pt outcome was not affected, due to a lack of pt viability.